Event description:
Add'l info rec'd from MFR 9/03/03: according to the narrative on the medwatch report form submitted to medtronic physio-control: 'was not able to obtain EKG tracing due to possible problem with limb lead cables. Upon testing after the incident the cables were unplugged from the unit and plugged back in and then they worked.' No further detail regarding the event has been reported at this time. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Was not able to obtain EKG tracing due to possible problem with limb lead cables. Upon testing after incident the cables were unplugged from the unit and plugged back in and then they worked.